Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The IFU caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that pt was a day stay admission for an angioplasty to the iliac arteries. Following a pre-deployment femoral angiogram, an angio-seal sts plus was deployed per instruction for use (IFU) and hemostasis was obtained. The pt was transferred to recovery where the pt developed a large hematoma at the puncture site. Manual compression was applied, and the pt was admitted for overnight observation. The pt was discharged home the next day, but went to another hospital later with groin pain and symptoms of claudication in the leg. A vascular surgeon repaired a pseudoaneurysm of the common femoral artery. The pt recovered in the hospital for 1 week and is now recovering at home.